Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received an inappropriate shock. It was also reported there was a device sensing and detection problem and the lead noise algorithm and t wave over-sensing algorithm did not prevent the shock. Additionally, the lead displayed high impedance, over-sensing, noise and was fractured. It was stated the noise from the lead ¿caused the shock.¿ re-programming to turn the device ¿off¿ was done. A life vest was placed on the patient and following, the device and lead were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.